Event description:
Follow up information received indicated the patient has stopped charging their ipg as instructed. Later, ipg turned inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.